Event description:
It was reported while using bd vacutainer® k3e 5.4mg plus blood collection tubes an unspecified number of tubes underfilled. These underfilled tubes have led to erroneous results including low numbers of red blood cells and platelets. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter address: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd received one (1) photo for investigation. The evaluation of the photo shows underfill, but erroneous results are not visible from the photo provided. A total of 20 retained samples underwent functional tests, and all tubes were within specification. Additionally, 100 retained samples were visually examined, and no additive abnormalities were observed. No difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results-platelet count, rbc) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. This complaint is unconfirmed for erroneous results-platelet count, rbc. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k3e 5.4mg plus blood collection tubes an unspecified number of tubes underfilled. These underfilled tubes have led to erroneous results including low numbers of red blood cells and platelets. No adverse impact was reported regarding the patient or user.